Event description:
The customer reported that during a routine check of the iabp, auto fill failure was noticed. No patient was involved.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the unit connecting the trainer and balloon and started the fill process. The unit started the process and filled the balloon with no issues. This process was repeated several times without any issue. It was completed the functional testing and safety checks to factory specifications. The unit was found in good operational conditions and was returned to the customer. Ref: (B)(4).